Manufacturer narrative:
It was reported that the compressor did not start. No service has been requested, according to the field service engineer, the capacitor for motor was found defective. The user has been replaced the capacitor for motor y themselves. After replacing the compressor was worked as expected. No part has been return for further investigation, therefore the root cause for why the capacitor for motor was defective could not be determined. H3 other text : 4111.

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the chinese market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial #, corresponds to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz d4 ¿ version or model # - previous version or model #: compr mini 230v 50hz, corrected version or model #: 6481779 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: missing, corrected manufacturing date: 05/15/2019.

Event description:
Manufacturer's ref.#: (B)(4).